Event description:
A pharmacist reported that, the iol was found to be defective during the operating room. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, the iol was found to be defective during the operating room. Additional information received and stated that, there was no patient contact reported and no patient harm.